Event description:
It was reported that the event occurred during a software upgrade at the hospital. The system monitor's software needed an upgrade for heartmate 3. After upgrading, the display was fixed and could not be controlled.

Manufacturer narrative:
Section e: this event occurred at (B)(6) hospital in japan. Manufacturer's investigation conclusion: the reported event of the display could not be controlled after a software upgrade was confirmed. The returned system monitor serial number (B)(6) was evaluated by technical service. Re-calibrating the touchscreen fixed the issue. The repaired unit was functionally tested and returned to the customer. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. According to heartmate 3 instructions for use, rev d, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.